Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it is unknown when the issue first started. Actions/interventions included the hospitalization and admittance. The issue has not yet been resolved. This information was confirmed with the physician.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient was experiencing hallucinations, tremors, and walking difficulty. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting resolved the issue. Interventions/actions included the patient being admitted to the hospital. Unknown if the issue is resolved. The patient was seen by the rep and it was reported that they check their dbs system at the request of his managing healthcare provider. Patient said symptoms were consistent with what was reported. The report revealed that there were no impedances out of range. No further complications were reported or anticipated with this event.